Manufacturer narrative:
The treatment tip was returned for evaluation. The tip passed flow, leak, and thermistor testing. A cracked membrane was confirmed during visual inspection. Functional testing was not performed due to the membrane crack. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the current information, the exact root cause could not be conclusively determined. Users are instructed to inspect the tips for any signs of damage prior, during, and after treatment. Clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the thermage cpt system, solta medical recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 pulses thereafter. Solta medical also emphasizes its recommendation to carefully monitor the condition of the patient''s skin during treatment.

Event description:
Additional information indicated that upon sensing the burning smell, the physician stopped the procedure and reviewed the treatment tip. The patient felt pain at that instance, but no injuries were noted afterwards.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer is reporting that a burning smell was noticed 253 reps into the patient procedure. Upon inspection, a small hole was found at the center of the treatment tip membrane. A new tip was used to complete the procedure.